Manufacturer narrative:
Concomitant medical products: three unknown orbit galaxy coils were used in the procedure. Since the catalog and lot numbers were not provided, the brand name, expiration date and manufacturing dates could not be obtained. UDI: unknown part number, all 3 attempts to obtain product part number were unsuccessful, UDI unavailable. Literature article attached to this MDR: dababneh, h., guerrero, w., mehta, s., moussavi, m., et.al. (2014). Possible role of eptifibatide drip in-patient with aneurysmal subarachnoid hemorrhage in vasospasm prevention, journal of vascular and interventional neurology, vol 14, pgs 8-13. This is an initial/final MDR report. Conclusion: the device was not available for analysis. In addition, the lot number was not provided; therefore, a DHR review could not be performed. Coil protrusion is a known procedural event associated with coil embolization. Aneurysm neck width and number of coils implanted are possible contributing factors of the protrusion. There was no evidence to suggest this event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. Literature article attached to this MDR: dababneh, h., guerrero, w., mehta, s., moussavi, m., et.al. (2014). Possible role of eptifibatide drip in-patient with aneurysmal subarachnoid hemorrhage in vasospasm prevention, journal of vascular and interventional neurology, vol 14, pgs 8-13. This is 1 of 3 mdrs for this event, with associated report numbers of 1226348-2017-00068, 1226348-2017-00066, 1226348-2017-00067.

Event description:
In the literature article ¿possible role of eptifibatide drip in-patient with aneurysmal subarachnoid hemorrhage in vasospasm prevention¿ by haitham dababneh, md, waldo guerrero, md, siddhart mehta, md, mohammad moussavi, md, and jawad f kirmani, md, published journal of vascular and interventional neurology, vol 14, pgs 8-13, it was reported that post implantation of three unknown orbit galaxy coils (catalog and not numbers no provided in the article), there was coil protrusion. Per the article, a (B)(6) african american woman with history of unresponsive hypertension presented after sudden onset of severe headache and collapsing in a parking lot. She was brought to the emergency department and found to have sah related to a left mca ruptured aneurysm. Modified fisher scale was and modified hess and hunt were 3. After intubation, options were discussed with the patient¿s family, as she was lethargic. They elected to proceed with endovascular therapy. Three unspecified orbit galaxy coils were deployed to secure her aneurysm. In this patient, sah was complicated with hydrocephalus for which an evd was inserted. Because the coils were slightly protruding outside the neck of the aneurysm, the patient was started on eptifibatide drip to reduce the risk of thrombosis out of the aneurysm neck. No additional information could be obtain from the author